Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer screen froze. Analysis also confirmed the ticking noise, and indicated that the system fan was noisy, the display would not stay upright, and that the keyboard hinge was broken. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was turned on, it emitted three loud clicking sounds, and at the same time the screen froze. While rebooting, the programmer displayed a black screen and an error message. The programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.